Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the wire on the instrument was frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal idler is frayed. No damage was found on the pulley and clevis. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. Engineering concluded that the damage suggests that instrument collisions or rough handling occurred. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.